Event description:
Pt being ventilated in the ICU. Heard a loud popping noise, followed by a screech from the ventilator, and bad smell. Staff immediately began manually bagging the pt doing manual ventilation until another ventilator could be placed.